Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon indicated that the surgeon side console (ssc) did not have a 3d image. During the event, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The surgical staff turned on the color bar in the right eye of the ssc, changed the camera cable at the camera control unit (ccu), and power cycled the system. However, the reported vision issue persisted. The system was repaired by replacing the camera head and cable. On (B)(4) 2014, isi contacted the csr. The csr indicated that the surgeon noticed the 3d vision issue after the patient side cart (psc) was docked to the patient and when he first sat down at the ssc and looked through the high resolution stereo viewer (hrsv). Due to the vision issue, the surgeon planned on aborting and rescheduling the da vinci prostatectomy procedure. However, after the surgeon consulted with the patient's spouse, the surgeon made the decision to proceed with the prostatectomy procedure per the consent of the patient's spouse via open surgical techniques. According to the csr, the open surgical procedure was completed successfully with no reported complications.

Manufacturer narrative:
The camera head was returned to isi and evaluated. The reported customer failure mode was replicated with the failure analysis (fa) of the camera head. According to the fa, the camera head was found to have a damaged focus stage assembly that was caused by mechanical shock. This complaint is being reported due to the following conclusion: per the consent of the patient's spouse, the surgeon made the decision to convert the da vinci prostatectomy procedure to open surgical techniques after the surgical staff encountered a 3d vision issue with the ssc.